Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602, cocr femoral head, 61112097, 65620006022, shell porous with cluster holes 60 mm, 60846408, 0100121020, alloclassic offset stem 2, 2319491. Report source, foreign - the event occurred in the (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00118. Product location unknown.

Event description:
It was reported that the patient underwent initial left hip arthroplasty. Subsequently, the patient was revised due to dislocation and subluxation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation was requested and has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.